Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was seen for a normal interrogation. The battery longevity was indicating 83.6 months for a 'new neurostimulator'. Rep stated that all impedances were normal and patient has not reported any loss of therapy or that the ins had turned off. Prior to patient being seen the day of the report, they had not been to the clinic in a year. Rep further reported that when the ins was interrogated the day of the report, the ins was on and they didn't have to input the programs however the serial number was showing (B)(4). Rep noted patient was on program c1 at 4.1v and then on c2 at 2.0v. It was reviewed with rep that a power on reset (por) had likely occurred (a while ago even before last interrogation a year ago) given that the patient didn't report any ins issues or rep not having to re-enter programs. It was also reviewed that the longevity was no longer accurate given that the por occurred so patient should monitor the patient programmer for low battery icon and symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was functioning properly and that all programs in the icon patient programmer (pp) were available. The rep stated that the actions that will be taken to resolve the battery longevity discrepancy indicating 83.6 months left and the serial number reading (B)(4) are the patient will be seen in 3 months to check the pp and the patient's symptoms. The patient's weight was unknown. No further complications were reported.